Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatement of an abdominal aortic aneurysm. It was rep orted that approximately four years post implant a distal type I endoleak was discovered in the right limb. The patient had developed an aneurysm in the right common iliac artery, causing the stent graft to lose seal. A secondary intervention was done to extend the right limb with an endurant 1613199 stent graft, and the right internal iliac artery was coiled. The endoleak was resolved. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak); patient¿s condition affected effectiveness of device (disease progression; development of right iliac aneurysm). Conclusions: known inherent risk of a procedure (endoleak); device failure related to patient condition (disease progression; development of right iliac aneurysm).